Manufacturer narrative:
Upon further review, it was determined that this incident was inadvertently reported as a malfunction. It has been determined that this product is not sold in the united states. No further reports will be forwarded.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that all the water was not able to be pulled from the balloon when removing the catheter. However, the catheter was able to be removed from the patient pulling as usual, there was no injury and or harm to the patient.